Manufacturer narrative:
Other text: b5: additional information received on 11-oct-2022 via email and attached to complaint object: there is no additional information available for this repair/event. The device was not used on a patient at the time of the reported event. Several other syringe pumps were immediately available for use. No one was injured or affected by the reported event. H6: event problem and evaluation codes: updates not required. D10: device available for evaluation: updated. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an alarm. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: d5: operator of device: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were broken or removed on the bottom case and plunger assembly upon receipt. The right plunger case was cracked. An error code was found in the ehl (event history log). Functional occlusion and audio tests were performed. The investigation was unable to duplicate the primary audible alarm bgnd during the occlusion test. The root cause of the reported issue is unknown as the intermittent error could not be duplicated. The speaker was replaced as a preventive measure. Preventive maintenance and all functional testing were performed. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.